Manufacturer narrative:
H3: product analysis # (B)(4):equipment used: vis (m-78210), 203cm ruler (m-83361) document used: (B)(4). Q as found condition (condition of returned device): one pipeline flex embolization device and a marksman catheter were returned for analysis within a shipping box and within a sealed biohazard pouch. Visual inspection/damage location details: the marksman micro catheter has a labeled ID (inner diameter) of 0.027". Per pipeline flex embolization device instructions for use (IFU): ¿the pipeline flex embolization device is designed to be delivered through a compatible micro catheter of 0.027¿ inside diameter. Therefore, the marksman micro catheter was found to be compatible for use with the pipeline flex embolization device. The pipeline flex was returned within the marksman catheter and found to be extending ~56.3cm from hub and ~1.5cm from distal tip. The pipeline flex embolization device was unable to be removed from marksman catheter. The marksman catheter body was then dissected longitudinally for further analysis of the pipeline device. (Pli-10) no damages were found with the marksman hub. The marksman total length was measured to be ~150.8cm. The marksman useable length was measured to be ~143.3cm which is within specification. The catheter body was found to be accordioned at ~143.5cm for ~2.9cm, at ~36.5cm for ~14.2cm, and at ~8.6cm for ~2.2cm from distal tip. The catheter body was found to be occluded with blood residue. No damages were found with the distal tip. No other anomalies were observed. (Pli-20) no bends or kinks were found with the pipeline pushwire. The hypotube was found to be intact with ptfe pulled back with blood residue. The proximal bumper and re-sheathing pad were found to be intact. The pad restraint was found to be loose. The dps sleeves appeared to be in good condition. The tip coil was found to be intact. The proximal and distal braid ends were found to be opened and frayed. No other anomalies were observed. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿resistance/stuck during delivery¿ was confirmed as the pipeline flex was returned stuck within marksman catheter. Resistance can occur during tracking, deployment and re-sheathing of the device in distal and tortuous anatomies. In addition, resistance can occur due to failure to maintain a continuous flush, or pipeline is pulled back/torqued during delivery. Based on the device analysis and reported information, the customer¿s report of ¿pushwire kink/damage¿ was unable to be confirmed. Based on the returned device, the customer report of ¿catheter resistance¿ was confirmed. In addition, during attempted removal of pipeline flex from marksman catheter high resistance was encountered. Possible contributors for of ¿catheter resistance¿ are ped/delivery system damage, catheter damage, user does not maintain continuous flush, and resistance during delivery/retrieval. However, root cause could not be determined. Based on the device analysis and reported information, the customer¿s report of ¿catheter kink/damage¿ was confirmed as the returned marksman catheter was found to be kinked. However, the event cause could not be determined. It is possible the resistance in catheter contributed to the catheter damage (accordioned). (Reyesr32 2023-09-19) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2023 mpxr 1083252 (rep, hcp, for): medtronic received a report that after the catheter marksman was in place, the stent was delivered, and the tip end was deployed well. During the process of continuing to release the stent, the tip end of the stent was found to be shifted. When trying to adjust the position of the catheter head by recovering the stent, the stent could not be retracted and was stuck at the head end of the catheter.  The pipeline used for an indication that is approved. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU.  The patient was undergoing surgery for treatment of a wide neck saccular, unruptured aneurysm in the c4 femoral artery with a max di ameter of 9mm and a neck diameter of 5mm. The access diameter of 2mm. The landing zone was 3.8mm distally and 4.3mm proximally.  It was noted the patient's  vessel tortuosity was  moderate. Dapt (dual antiplatelet treatment) was administered. The pru level was 2. Additional information was received reporting there was a kink observed on the pipeline pushwire or catheter. Multiple pipeline devices were not being used during delivery or positioning. There was difficulty pulling back after anchoring. The pipeline was not implanted at the intended location. The device did not jump during deployment. The tip of the catheter was not moved during deployment.

Event description:
Additional information received that the kink was observed on the pipeline pushwire and catheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.